Manufacturer narrative:
Although it was indicated by the customer that the console and tubing sets were being returned for evaluation, they have not yet been received. Upon receipt of the devices and completion of the evaluation, a follow-up report will be filed.

Event description:
The sales representative reported that a (B)(6) male patient underwent a shoulder arthroscopy procedure on (B)(6) 2016. The apex arthroscopy pump was set up with the apex arthroscopy tubing set, two connection. The tubing was leaking at the connection to the pump, so a second apex arthroscopy tubing set was set up. The patient was put in the lateral decubitus position. The pump pressure was set at 50mmhg and initially the pump was running normally. Within a very short time, the surgeon and representative noticed that the pump flow volume was reading higher than appropriate at 2,000 ml per minute. The pump was stopped for a minute, checked and then started again. The pressure again would not hold and the readings escalated to 2,000 ml per minute. The procedure was stopped. The doctor decided to stop the procedure after the drape was removed and extravasation was noted to patient's shoulder and chest. Stridor was also noted in patient's chest. The patient was rolled onto his back and chest x-rays were performed. The radiologist and anesthesiologist were consulted to determine the next course of action. After 45 minutes of swelling reduction, the procedure was started again after re-scrubbing. A different pump was used with a tubing set from a different lot . The procedure was completed without any further difficulties and the patient was released without prolonged recovery. No further patient status details were provided.

Manufacturer narrative:
On (B)(6) 2016, conmed received the apex universal irrigation console for evaluation. The console was tested according to standard procedure for this device. The customer complaint could not be confirmed. The reported issue that the pump won't hold pressure and later update that the unit over-pressured causing extravasation of the shoulder could not be confirmed. However, evaluation did find the "open" switch membrane was collapsed and the "auto/manual" switch membrane was near collapsed. This device was manufactured on 12-jul-2005 and has been in service for nearly ten (years). This device has a recommended 12 month service interval. A review of the service history records for this unit showed that this console was last in for repair and preventive maintenance on 18-apr-2013. There are no records of service or repair performed by conmed's service center since the device was manufactured. Two apex tubing sets returned by the customer were examined by the r&d engineer. No visible defect was found with the tubing sets. A two year review of complaint history shows no other adverse event has been reported to be related to the use of this device. According to the operating and service manual, general warnings: this equipment is designed for use by medical professionals completely familiar with the required techniques and instructions for use of the equipment. Read and follow all warning and caution notices and instructions marked on the product and included in this manual. Prior to each use, the controller and all associated equipment must be inspected for proper operation. When using a two connection tubing set, never connect the pressure sensing line to a device that can be removed from the joint unless the inflow line is also connected to the same device. Accurate cannula placement is essential to avoid extravasation of fluids. Placement of cannula should be verified to ensure distal end is within joint capsule. Avoid abrupt changes in joint position which may result in high intra-articular pressure spikes. Excessive intra-articular pressure or improper inflow cannula placement may result in extravasation. Closely monitor patient during and after operative procedure for signs of complications resulting from excess fluid absorption.